Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominal hysterectomy/salpingoophorectomy procedure when the cautery pencil was activated, a flame appeared. The flam disappeared immediately when the device was deactivated. There was no patient injury. Another device was used to complete the procedure.